Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ((B)(6) 2011) - device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read inaccurately high compared to other devices. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began about 6 months ago prior to contacting lfs. The patient reported a blood glucose result "20 points higher" on the subject meter compared to another device and "40-50 points higher" compared to a continuous glucose monitoring (cgm) device. The patient did not specify results obtained from the subject meter or the other devices. The customer care advocate (cca) was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. After the start of the alleged issue, the patient claimed he went into a "diabetic coma." On the morning of (B)(6) (year not specified), the patient obtained a blood glucose result of "17 mg/dl" with an emergency medical services (ems) meter. The patient was administered intravenous (IV) glucose and was admitted into the hospital. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. An approved sample site was not used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.